Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The bronchial and tracheal swivel valve connectors were returned with the y connector. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal swivel valve connector was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site for further investigation. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broken during use" is confirmed based on the sample received. The tracheal swivel valve connector was broken. The swivel valve is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue.

Event description:
Customer reported patient's oxygen saturation decreased to 90% during the operation and the doctor found the connector was broken. The patient was reintubated with a different tube. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported patient's oxygen saturation decreased to 90% during the operation and the doctor found the connector was broken. The patient was reintubated with a different tube. The patient's condition was reported as fine.